Event description:
It was reported that this device exhibited farfield oversensing. Upon interrogation the physician noted that the patient was in atrial fibrillation (af) and atrial tachy response (atr) episodes were inappropriate due to ventricular far field seen on atrial channel. Subsequently settings were changes and atrial blanking post was extended to avoid inappropriate events. This device remains in service. No adverse patient effects were reported.